Event description:
It was reported that catheter stuck on guidewire occurred. An oc35 peripheral ivus catheter and .035 amplatz guidewire were used for ultrasound examination for the 65% stenosed, non-tortuous, and non-calcified target lesion. However, during the procedure, the catheter became stuck on the wire on the first run. The catheter was unable to be removed on its own, so the catheter and wire were removed as a unit. Once removed, damage to the catheter was noted. The procedure was completed as intended without replacing the device. There were no patient complications as a result of this event.